Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar a few months ago due to high out of range pacing impedances greater than 2000 ohms. The minute ventilation sensor had been disabled due to the signal artifact monitor that was likely related to the high impedances. It was noted that the lead was not able to capture at maximum output in either bipolar or unipolar configuration. The system remains in-service, however the lead was programmed off. No adverse patient effects were reported.